Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the image cut out and there was a split screen. The results of investigation performed indicated that the returned camera head failed due to a defective camera cable. There were spots visible on the image which was caused by a damaged prism. No further investigation is required.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a shoulder arthroscopy procedure, the image cut out and there was a split screen image. No patient injury or complications were reported.